Event description:
It was reported that the external pulse generator (epg) had a "missing part." The caller indicated that it was the output connector. Technical services provided the part number. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.